Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded two episodes of what appeared to be supraventricular tachycardia (svt). For the first episode, this ICD delivered six rounds of anti-tachycardia pacing (atp) and six shocks. For the second episode, this ICD delivered six rounds of anti-tachycardia pacing (atp) and five shocks and exhausted therapy. Technical services (ts) was contacted and reviewed the data. This ICD was later explanted due to therapy upgrade and has not been returned for analysis. No additional adverse patient effects were reported.